Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required and additional information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d4: device identification/serial no - correction d4: device identification/lot no - additional information d4: device identification/primary UDI number - correction d9: device available for evaluation - correction g3: date received by mfg ¿ additional information. H2 type of follow up: additional information/ correction.